Event description:
New information received notes the patient's implantable cardioverter defibrillator (ICD) presented with continued post-paced t-wave oversensing (pptwos). Programming changes were made to restore normal parameters. There were no patient consequences.

Event description:
It was reported a patient's implantable cardioverter defibrillator (ICD) presented with post-paced t-wave oversensing (pptwos). No changes were reported. There were no patient consequences.